Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with user technique/variance. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cori tka procedure in the final gap stage assessment, it showed they were a little loose (about 2.5 mm in ext) and decided to go up in poly. When they checked out gaps with the larger poly in, it was noticed a huge increase in their gaps, with some reaching 5 mm (this should not happen if they increased the poly and nothing else was interfered with). The procedure was completed without delay with the same device. No patient harm or additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6:the ri cori (us), rob10024, (B)(6) used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. This failure is an identified failure mode within the risk assessment. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.